Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The polaris camera was returned to the manufacturer for analysis. Analysis found that the returned part powered up on the test bench with the amber fault light on. A check of the event log revealed a history of intermittent internal strober error. The vendor confirmed failure: fault isolated to a shorted component on the front panel board. . Analysis found that the reported event was related to a electrical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that optical mode was not available. Camera was not detected.